Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Upon further follow up received through on-site visit it was reported when clinician returned to the room, the syringe module was found to be off. All other modules were infusing as programmed. No alarms or alerts were heard from the syringe module. Bd performed the investigation of the devices returned by the customer. It was found that the reported issue of the device "completely shutting off" was confirmed through battery log analysis, which recorded a "battery discharged" (lb3) alarm. This alarm immediately stopped the infusion without prior warnings such as lb1 ¿ low battery (less than 30 minutes remaining) and/or lb2 ¿ very low battery (less than 5 minutes remaining). This behavior is attributed to a battery with diminished capacity exhibiting an earlier-than-expected voltage drop. When this occurs, the voltage drop triggers the lb3 alarm before the battery capacity thresholds for low battery alarms (lb1 and lb2) are reached. The external inspection revealed the battery received was a third-party component from the company "interstate batteries." The third-party battery did not have a date code, and the age of the battery could not be determined or when it should be replaced. This is considered a finding that could be attributed to the reported issue.